Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Rv pace impedance has been rising steadily (chronic rising impedance) since (B)(4)-2009 (~700 ohms, beginning of s2d file) to ~1400-1450 ohms on week ending (B)(4)-2010. No sudden changes of rv pace impedance noted on file. Hv impedances have been steady and in range. Sensing - no anomalies found. Noise - no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead has increased and high impedance. The lead is still in use. No patient complications have been reported as a result of this event.